Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
This product has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace an 83-year-old patient (gender unknown), after the pads were removed a burn was seen on the patient's skin. The degree of the burn is unknown at this time. Complainant indicated the patient's wound was treated and they were discharged.